Event description:
The patient was diagnosed with osteosarcoma in the right distal femur in 2008. The patient was implanted with a stanmore implants custom device in (B)(6) 2008. In a letter received by the (B)(6) office on (B)(6) 2014, the patient's surgeon reported that the patient requires a custom implant for two-stage revision for an infected right distal femur replacement.

Manufacturer narrative:
An amputation prosthesis was ordered and supplied for the procedure. Six years after the initial implant the patient underwent the revision procedure with no reported complications revision was required due to patient infection which is a recognized late post-operative condition associated with orthopaedic implants. The infection was not attributed to the implant. Review confirms that the product was shipped according to specification. This complaint is being closed, and is being tracked and trended. Corrections: jts extendible distal femoral implant, implant date , the 510k number.

Event description:
Tis is a supplemental report to 3004105610-2014-00016 ((B)(4)). The patient was diagnosed with osteosarcoma in the right distal femur in 2008. The patient was implanted with a stanmore implants custom device in (B)(6) 2008. In a letter received by the design office on 16th july, 2014, the patient's surgeon reported that the patient requires a custom implant for two-stage revision for an infected right distal femur replacement.

Manufacturer narrative:
The surgical plan was revised to be an above the knee amputation, per a second letter from the facility received on (B)(4) 2014. An amputation prosthesis is currently being manufactured by the company and is expected to ship to the facility in late (B)(4). A supplemental report with the details of the amputation surgery and patient outcome will be submitted upon receipt of further information.